Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient was feeling sick and had a headache. The patient's blood glucose (bg) levels were increasing and the patient was unable to lower them (bg levels not provided). The pod was reportedly leaking while wearing the pod on the abdomen for between 37 and 48 hours. The patient visited the walk-in clinic and was diagnosed with ketoacidosis (ketone levels not provided). X-ray was taken and insulin was provided for treatment. The patient was released after 30 minutes.